Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 5 and preterm labor. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("miscarriage"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines / headaches/pain in head"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), morning sickness ("pregnancy nausea") and headache ("headache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the menorrhagia and vaginal haemorrhage was resolving and the pregnancy with contraceptive device, abortion spontaneous, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, vaginal discharge, fatigue, weight decreased, alopecia, morning sickness and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, fatigue, headache, menorrhagia, migraine, morning sickness, nausea, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. The case became incident. Previously reported event injury nos was replaced with new events- abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), bladder or urinary problems or changes, migraines/headaches/pain, nausea, dental problems, vaginal discharge, fatigue, pregnancy nausea, weight loss, hair loss and device monitoring procedure not performed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.